Event description:
It was reported that the patient presented to clinic scheduled for a 1-year right heart catheterization (rhc) post implant. Patient stated that when the black power cord is manipulated, system controller will alarm "connect to power". The alarm was able to be replicated with cord manipulation. There was no obvious damage to the system controller or cords. The outer coating was intact. The pins of connectors were without defect. The copper connections of batteries and clips were clean. There was no damage to clips/batteries. There were no unusual events recorded in the log files. There were no unusual voltages captured on either the black or white leads in the log file. Double power events were due to normal battery depletion. The mechanical circulatory support (mcs) equipment was operating as intended. The cause of the alarm was said to be due to a possible black power cord issue. Log files were sent, and it was also recommended to exchange the system controller. The system controller was exchanged. To date, it was said there were no reports of power disconnect alarms. The system controller was intended to be returned for evaluation.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms have been confirmed via log file review. A review of the submitted and downloaded controller event log files revealed data spanning (16oct2025 - 20oct2025 per timestamps). The pump fixed speed and low speed limit (lsl) were set to 5400 revolutions per minute (rpm) and 5200 rpm respectively. The pump maintained a speed within the expected range when the driveline was connected. When connected to battery power, on 19oct2025 and 20oct2025 multiple intermittent atypical power cable disconnect alarms were observed. The alarms did not affect pump function. The alarms were also associated with relative state of charge (rsoc) invalid faults. The driveline was disconnected on 20oct2025 at 14:48:06, consistent with the reported controller exchange. No other notable events were observed. The system controller (B)(6) was returned for analysis. The controller functioned as intended and supported a mock circulatory loop for an extended duration. Of note, the power cables underwent resistance and insulation testing and revealed unremarkable results. The controller appeared to function as intended. Provided information indicated that the patient stated when the black power cord is manipulated, system controller will alarm "connect to power". The alarm was able to be replicated with cord manipulation. There was no obvious damage to the system controller or cords. The outer coating was intact. The pins of connectors were without defect. The copper connections of batteries and clips were clean. There was no damage to clips/batteries. The system controller was exchanged. It was said there were no reports of power disconnect alarms. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including low voltage and power cable disconnect alarms. Users are instructed to connect to a working power source to resolve low voltage and power cable disconnect alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.